Event description:
It was reported that the user experienced a low glucose event after a meal announcement while consuming fewer carbohydrates than planned and contacted support due to confusion about insulin delivery visibility in the ilet mobile app and a companion app; app restart was performed, a screenshot confirmed that insulin delivery data displayed as designed, and education was provided that the system will pause insulin when glucose is trending down or low. Symptoms included lightheadedness during hypoglycemia. Outcomes included self-treatment with oral carbohydrate and return to in-range glucose with an upward trend, without injury or medical intervention. Investigation included technical troubleshooting, review of app-displayed delivery data via user-provided screenshot, and user education. Investigation of this case revealed normal device behavior with insulin suspension during downward trends and no malfunction of data display based on the screenshot verification. It was concluded that hypoglycemia occurred with cause unclear, likely related to carbohydrate mismatch, and that the device functioned as intended with appropriate insulin modulation and data presentation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.